Event description:
It was reported that this implantable device was explanted and replaced due to premature discharge of the battery. No additional adverse patient effects were reported. This device is expected for return.